Event description:
Pt was found to have new suspected deep tissue injury under the smith & nephew vac trac pad that had been appropriately placed by the surgeon during the pt's acute care inpatient stay.